Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed. At the in-clinic follow-up the impedance was in-range. Patient will be closely monitored. Lead remains implanted. No adverse consequences for the patient.

Manufacturer narrative:
.